Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of "lo." The normal control range was 108-149 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for eval, but they were not received by the qa lab. The customer also insisted her meter be replaced. Replacement test strips and a new meter were sent to the customer.